Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported elevated ldh could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported elevated ldh could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported on 11/23/2016 that the patient experienced elevated lactate dehydrogenase (ldh) levels for several months. Specific ldh values were not provided. A pump exchange was discussed; however, for unspecified reasons the patient was not a candidate for device exchange, or for tissue plasminogen activator (tpa) therapy. The events associated with elevated ldh were reported during follow up of the patient¿s death. It was reported that the patient had been in a motor vehicle accident (mva) and suffered a severe head bleed. The patient expired on (B)(6) 2016. The lvad clinician confirmed that there were no device related issues associated with the mva or the patient¿s death.

Event description:
Additional information: it was reported that the patient had been admitted for this event from (B)(6) 2016 until expiration. The patient received no treatment for the elevated lactate dehydrogenase (ldh) during this admission as the ldh values were determined to be fine. Reportedly, ldh values were much better after the patient had received tissue plasminogen activator (tpa) treatment during prior hospitalization on an unspecified date. This prior hospitalization and tpa treatment were not previously reported to the manufacturer.